Manufacturer narrative:
(B)(4). Medical devices: oxford ph3 cementlessfem sz m; item# 154926; lot# 6299751. Oxf uni cmntls tib sz d rm; item# 166577, lot# 6181847. Foreign: singapore. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing that could be related to the reported event. The device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. It has been confirmed that the implant is not within the scope or subject of any field actions or recalls which could be attributed to reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty and developed infection within the same year. Revision surgery was performed and the bearing was changed. Investigation results are now available. Attempts have been made and no further information has been provided.